Event description:
It was reported that the customer experienced an issue with the tandem-provided charger and usb cable becoming very hot, resulting in burning the bed sheet and pillowcase. The pump was partially charging under a pillow, and the usb cable appeared burnt and felt hard, the pump itself was functional with no temperature alarms. There was no adverse impact on the customer¿s blood glucose level. Customer continued to use pump for insulin therapy.